Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 2.25 x 38 synergy xd drug eluting stent was advanced without resistance using a 0.014-inch guidewire and 6f guide catheter. No interactions with other devices were noted. However, the stent dislodged within the radial sheath and was successfully retrieved using a snare. There were no patient complications reported.